Manufacturer narrative:
Received one photo of the set in a bag. No evidence of leakage was observed. The complaint of leakage cannot be replicated or confirmed without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in reported that the stop valve has been closed, but the bag still continuously drips water. Event was noted during infusion. There was patient involvement, but no patient harmed. Drug name was unknown. There was no drug exposure.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional reporter: (B)(6).